Manufacturer narrative:
The sample is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 17, 2007.

Event description:
Reporter reported on a transfer set in which the patient connector separated from the catheter during patient use. The set was replaced by the patient's physician. No patient injury or medical intervention was reported.